Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio of alarm anomalies noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device did not pass troubleshooting. The customer¿s blood glucose during the incident was 152 mg/dl. The device will not be returned for analysis.